Manufacturer narrative:
Vyaire file identification:(B)(4). Any additional information received from the customer will be included in a follow up report. Technical support checked the device the o2 dosing valve is leaking. Inspiration valve test was successful ram type okay. The inspiration valve ot and power board rev. 6 not in critical fabrication date range.

Event description:
Customer report alarm no o2 dosing possible. On the screen shot shows that the o2 dosing valve is leaking.